Event description:
It was reported that cassette sheeting of five (5) homechoice cassettes were not sealed. This was identified during setup of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.